Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007 possible lot no: 20033528 or 20035655 it was reported that the tubing disconnected below the pump segment and safety clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/16/2020. Investigation conclusion evaluation statement. The customer reported that the tubing disconnected below the pump segment and safety clamp. Received was an unused separated set model 2420-0007 lot reported as either 20035655 or 20033528. Also received were three opened packages- two for lot 20035655 and one for lot 20033528. The separation was at the engagement between the exit of the set's tubing adapter p/n 601529 (below lower fitment) and tubing p/n 660132 components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. Visual inspection under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the tubing adapter, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.145 ± 0.003 inches. Equipment used (inspection and measurement performed on (B)(6) 2020): - ram optical instrumentation/eq08204/calibration due date 05feb2021. The device history record for set model 2420-0007 lot 20035655 shows the set was manufactured on 06mar2020 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set. The device history record for set model 2420-0007 lot 20033528 shows the set was manufactured on 31mar2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The customer's report that the tubing disconnected was confirmed. The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20033528. Medical device expiration date: 2023-03-31. Device manufacture date: 2020-03-25. Medical device lot #: 20035655. Medical device expiration date: 2023-03-06. Device manufacture date: 2020-03-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007 possible lot no: 20033528 or 20035655. It was reported that the tubing disconnected below the pump segment and safety clamp.